Event description:
It was reported that the post of the "accolade tmzf femoral rasp size 3" was broken during rasping in op. The rasp remained in the canal and could not be removed, because the rasp handle could not be attached with the rasp. So, the surgeon gauged femur and create interspace between the rasp and the canal. Then, he inserted the tips of the bone forceps into the interspace and slits of the rasp. And he could remove the rasp with bone forceps and the slits of the rasp. There was a 10 minutes delay in op.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.